Event description:
It was reported that the patient underwent an unspecified surgery using rhbmp-2/acs. An unknown time post-op, the patient developed a deep wound infection. The patient's psa has been elevated since approximately 1.5 months post-op. Approximately 8 months post-op, the patient was newly diagnosed with prostate cancer. Pe gleason 4 +3 = 7, clinical stage t1c the patient underwent brachytherapy 2 months after diagnosis, followed by radiotherapy.

Manufacturer narrative:
This product is not approved for use in the united states; however, a like device catalog # 7510400, product code nek was cleared in the united states. (B)(6). (B)(4). This part is not approved for use in the united states; however, a like device catalog # 7510400, PMA# p000058 was cleared in the united states. Neither the product nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the history records for this product was not possible without additional product information.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent an unspecified surgical procedure using rhbmp-2/acs. Eight months post-operatively, the patient was diagnosed with prostate cancer. No additional information has been provided.